Event description:
It was reported the pt has not used his scs system for approx three years. Subsequently, the system is non-functional. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.